Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the conductor wire is exposed at the grip hub where the wire insulation is removed. Electrical continuity passed. Engineering also observed multiple deep scratches where material was removed from different sections of the main tube within an area extending approx 4" from the intersection with the proximal clevis interface. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s surgical procedure the maryland bipolar forceps instrument had a broken cable and nothing fell into the patient. No patient harm, adverse outcome or injury was reported.